Manufacturer narrative:
Continuation of d10: product ID adm06020013p (0012588274); product type: 0674-peripheral pta balloons; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a calcified lesion in the mid and distal left superficial femoral artery, the in. Pact admiral each burst at 2 atm pressure on the first inflation. The vessel was pre-dilated prior to use of both devices, and no resistance was encountered when advancing either device. There were no abnormalities in anatomy. The balloons did not detach during the event, and both devices were safely removed from the patient. The procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis visual inspection: the balloon was in the pre inflation state biologics was observed in the balloon an inhouse 0.035 wire was attempted to be advanced though the catheter but due to dry biologics it was not possible to advance the wire the balloon was connected to an inhouse indeflator but due to dry biologics it was not possible to inflate the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.